Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. It was reported that after deployment of the internal iliac component (iic) (hgb161407a/ 15217751) when preparing to perform angioplasty, imaging showed the tip of the leading end of the iic and approximately ~7cm of the delivery catheter lumen in the right hypogastric artery. The tip was unable to be retrieved and the right hypogastric artery was coil embolized. The patient tolerated the procedure. There were no reported anatomical concerns for the patient; or access/advancement issues during the procedure.

Manufacturer narrative:
Results: the engineering evaluation stated the following: there was blood on the returned device. The deployment knob had been pulled out of the catheter. The delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The leading end was not returned for evaluation. The findings from the evaluation are consistent with the physician¿s observations. The cause for the broken leading end of the catheter could not be determined with the currently available information. Conclusion: the excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
The following details were reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. It was reported that after deployment of the internal iliac component (iic) (hgb161407a/ 15217751) when preparing to perform angioplasty, imaging showed the tip of the leading end of the iic and approximately ~7cm of the delivery catheter lumen in the right hypogastric artery. The tip was unable to be retrieved and the right hypogastric artery was coil embolized. The patient tolerated the procedure. There were no reported anatomical concerns for the patient; or access/advancement issues during the procedure.